Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house slow sweep test. The axis-2 brake was replaced and the arm was upgraded with new brakes. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
It was reported that during a da vinci surgical procedure that patient side manipulator (psm) arm 3 was stiff on all axes. The planned surgical procedure was completed with another patient side cart (psc) and no patient harm, adverse outcome or injury was reported. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test on axis-2. Although this failure was found during in-house testing, and had no patient impact, if this malfunction were to recur, it could likely cause or contribute to an adverse event.